Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-dec-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient was complaining of the pump flipping in the pocket. The physician attempted a pocket revision but found the catheter broken and twisted in the pocket; the catheter completely wound up and fractured/detached from the spinal segment. The physician decided to completely explant the pump and the catheter. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline 2.5mg/ml at 1.1407 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body broken; catheter body has significant twisting that may have affected infusion. Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.